Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the patient underwent a revision surgery on (B)(6) 2024 due to an unspecified reason, in which the journey fem ox np bcs rt sz 6, the journey tibia base np rt sz 5 and the articular insert were explanted and replaced by a competitor's system. Current health status of patient is unknown. No further complications were reported.

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. The visual inspection revealed that the journey fem ox np bcs rt sz 6 and journey tibia base np rt sz 5 both have scratches and dried bone cement on it. The visual of the insert reveals scratches and gouges. These explants show signs of wear. This inspection was conducted by naked eye. For the femoral component, the device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. For the tibial baseplate, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral component, a review of complaint history for the previous 12 months did not reveal similar events for the listed part number. For the tibial baseplate, a review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data. These similar events reported the same harm but no sufficient information about the failure mode was provided, so these events could not be associated with the reported event. For the insert, device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and complaint history review could not be performed. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. For the femoral component and the tibial baseplate, a review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. For the insert, a review of the risk management file revealed this failure mode was previously identified. Due to the absence of part numbers, applicable prior actions to the reported event could not be definitely concluded. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.